Event description:
Caller reported experiencing a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Caller independently reset their pump as they were unable to call for support at the time of the event, and after the reset, the cgm error code did not reappear. They successfully started their sensor session afterward.